Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-11281. It was reported, the pt has not recharged the ipg as recommended. It was also reported, the pt's ipg turned on when the pt walked through a metal detector. Afterwards, the charger and programmer could no longer communicate with the ipg. The ipg is believed to be non-functional, but the pt states she experiences tingling. The pt will discuss the next course of action with her doctor.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.